Event description:
During svc of product a no audible alarm condition was found at power up due to an intermittent electrical connection. Deivce returned due to use of wrong charger. Device returned unrepaired at customer's request. MFR informed customer that it does not recommend device for pt use until proper repairs have been performed by authorized personnel. MFR disabled device prior to returning it to customer.